Event description:
Per the clinic, the patient experienced poor performance due to an incomplete insertion of the device during the initial implantation surgery. Subsequently, on (B)(6) 2024, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.